Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a battery failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The manufacturer¿s international service technician replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.